Event description:
Information received does not address the patient's clinical status but notes that post implant, the device exhibited loss of capture after the patient had a premature ventricu- lar contraction (pvc). The strips did not show pacer spikes. Being bipolar, it could not be determined if the device was actually pacing after the pvc and didn't capture or there was a loss of output. A short time after the recordings, normal function ensued and monitoring will continue.